Event description:
Reported by the customer as: bolus activated without pt pushing the button. No patient injury.

Manufacturer narrative:
Method: actual device from event was evaluated; standard performance tests were completed, which includes accuracy testing. Conclusions: performance tests could not duplicate the unintended bolus error.